Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported slda appears to have been a result of challenging patient anatomy. The reported additional therapy/non-surgical treatment was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ with thin/friable leaflets. The first clip delivery system (cds) was advanced to the mitral valve and deployed after successful leaflet insertion assessment. There was still some mr present and the physician decided to place a second clip lateral to the first clip. While checking the position of the second clip an increased jet was noted. It was noted that the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Therefore, the second clip was implanted for stabilization and reducing the mr. Two clips had been implanted, reducing mr to 2-3. No additional information was provided.